Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of odor/smell, functional analysis and system risk analysis (sra). Trending analysis of the odor/smell issue was reviewed from january 2017 to july 2017 and no significant trend was observed. The vacuum pump was returned and tested. There was no smoke, mist, vapors, smells or odor present during the test cycle; reason for return and failure was not confirmed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the odor/smell issue is likely due to the vacuum pump. The field service engineer replaced this part and confirmed the sterrad®100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
An asp field service engineer (fse) was dispatched to the site. The vacuum pump was replaced to resolve the reported odor/smells issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Event description:
A customer reported an event of an ¿odor¿ emitting from the sterrad® 100s sterilizer while running a cycle. The customer described the odor as a ¿burning oil smell¿ during the warm-up stage of the cycle. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.